Event description:
In december 2004, while wearing the sound processor, the pt reportedly experienced sound percept problems followed by no sound percept. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.